Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, ablations were performed in the left atrium (posterior box) and right atrium (cavotricuspid isthmus line). No issues were noted during the procedure other than catheter stability issue as a result of the transseptal puncture location. The catheter was replaced with another manufacturer's device, and the procedure was completed successfully. Later in the evening, the patient experienced a headache. Magnetic resonance imaging (MRI) was conducted and detected a small transient ischemic attack (tia). No medical or surgical intervention was needed to prevent permanent impairment. The patient required extended hospitalisation. As per the physician, it has been concluded that it was not a tia and that the finding on the scan was ischemic silent cerebral lesion that is a coincidental finding that is unrelated to the patients headache and unrelated to the ablation procedure. No further patient complications have been reported as a result of this event.